Manufacturer narrative:
The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the c-ring would not retract all the way back into cannula on the vasoview hemopro 2, which when looking at the video monitor produced a hallo. No visible obstructions where the scope goes into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.